Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The same day the patient was treated with injections of vancomycin, 1gm, every fifth day and fortum 1gm in the next bag then 250 mg in each exchange. At the time of the report the patient was recovering from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient had been treated with vancomycin for the event but was not injected with the drug as previously reported. The patient recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.